Manufacturer narrative:
Investigation product not returned for evaluation. Review of device history records was not possible as the lot number was not provided. The surgeon reported the patient was noncompliant by lifting weights. Patient did not follow the surgeon's post-op recommendations. Device not returned. Conclusion it is suspected that the product met specification. Screw breakage in pedicle may be the consequence of excessive loads applied to the construct. Note: this MDR was submitted as 1000432246-2011-00003 on 04/15/2011, but it not show up in maude. We contacted FDA several times with no resolution. Finally in january 2011 we were directed to resubmit it. Not returned to manufacturer.

Event description:
Sales representative reported one case of broken screw within the pedicle detected during 8 month post-op x-ray. Patient did not complain of any pain. Patient was noncompliant by lifting weights. The device remains implanted as the surgeon has no plan for removal because patient has no complications. Surgeon will monitor patient.